Manufacturer narrative:
First results of the analysis show that the device performed a warmstart. This resulted in a temporary stop of ventilation. The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.

Event description:
It was reported: the device reports "fault mixer" while in use. Consequently the customer takes the device from the patient. There was no injury reported.

Manufacturer narrative:
The reported event as well as the suspected valve air and the logfile provided a basis for the investigation. The logfile was analyzed and the valve was functionally tested and technically observed. The reported malfunction could only partially be confirmed as on the one hand the functional test was successfully completed but on the other hand the sapphire ring was found with small spallings and the valve tappet was found with wear marks. A temporary stiffness of the tappet was the consequence. The root cause for the wear marks could not be determined as the contaminations were already removed by the moving tappet from relevant areas. In case of a malfunction in the gas dosage system either too much or not enough gas will be delivered. This may cause a wrong oxygen dosing or a change of the peep level. The safety valve and the set maximal pressure will prevent the patient from being subject to exceeding pressure. Both wrong oxygen dosing and changed peep level will be alarmed accordingly and finally lead to the ¿mixer inop¿ notification. The failure rate of the valve air is assessed acceptable by the responsible project group. Further measures were not taken. The valve air has been replaced.

Event description:
Please see initial report.